Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement. Section h-6 health effect - clinical code: 4581 incision enlargement. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During implantation, due to the wound not being large enough, the pre-loaded dib00 model intraocular lens (iol) popped out of the eye while trying to make it fit and damaging the lens. The same procedure was completed successfully using a back-up dib00 18.0 diopter iol that was implanted in the patient¿s ocular dexter (right eye). There was no serious patient injury, no sutures, and no vitrectomy however, the incision was enlarged during the procedure. Patient prognosis post-procedure was reported as good. The suspect iol is not available for return as it was discarded. No further information is available.